Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included sertraline hydrochloride (zoloft) from 2018 to 2019. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced rash ("rash") and skin disorder ("skin condition"). In (B)(6)2015, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced abdominal pain ("abdominal pain") and anxiety ("anxiety attacks") and was found to have hormone level abnormal ("hormonal changes"). In 2016, the patient experienced migraine ("migraines"). In (B)(6) 2018, the patient experienced intracranial pressure increased ("inter cranial hypertension"). In 2018, the patient experienced visual impairment ("white spots"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, hormone level abnormal, migraine, headache, intracranial pressure increased, visual impairment, weight increased and vaginal haemorrhage had resolved and the genital haemorrhage, menorrhagia, metrorrhagia, rash, skin disorder and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, intracranial pressure increased, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, rash/skin condition, psych injury, fatigue, hair loss, hormonal changes, migraines, headaches, neuro condit/prob, vision problems, weight gain. Essure insertion date was updated as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, ntercrtlnial hypertension, pelvic pain, headache, abdominal pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Event neuro condit/prob was updated to inter cranial hypertension, vision problems was updated to white spots and psych injury was updated to anxiety attack. New events were added: abnormal bleeding (vaginal, menorrhagia), onset date of the events were added: menorrhagia, dysmenorrhea (cramping), fatigue, hair loss, migraines, hormonal changes, rash, skin condition, weight gain and abdominal pain. Severity of event abdominal pain was added. Reporter information, medical history, concomitant drug and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B82476) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included sertraline hydrochloride (zoloft) from 2018 to 2019. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On(B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2015, the patient experienced rash ("rash") and skin disorder ("skin condition"). In (B)(6)2015, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced abdominal pain ("abdominal pain") and anxiety ("anxiety attacks") and was found to have hormone level abnormal ("hormonal changes"). In 2016, the patient experienced migraine ("migraines"). In (B)(6) 2018, the patient experienced intracranial pressure increased ("inter cranial hypertension"). In 2018, the patient experienced visual impairment ("white spots"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), headache ("headaches") and depression ("depression"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, hormone level abnormal, migraine, headache, intracranial pressure increased, visual impairment, weight increased and vaginal haemorrhage had resolved and the genital haemorrhage, menorrhagia, metrorrhagia, rash, skin disorder, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, intracranial pressure increased, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, rash/skin condition, psych injury, fatigue, hair loss, hormonal changes, migraines, headaches, neuro condit/prob, vision problems, weight gain. Essure insertion date was updated as "(B)(6)2014" from "(B)(6)2014". Three coils were noted to be protruding into the endometrial cavity bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, ntercrtlnial hypertension, pelvic pain, headache, abdominal pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2020: medical record received. Reporters information and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B82476) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included sertraline hydrochloride (zoloft) from 2018 to 2019. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced rash ("rash") and skin disorder ("skin condition"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced abdominal pain ("abdominal pain") and anxiety ("anxiety attacks") and was found to have hormone level abnormal ("hormonal changes"). In 2016, the patient experienced migraine ("migraines"). In (B)(6) 2018, the patient experienced intracranial pressure increased ("inter cranial hypertension"). In 2018, the patient experienced visual impairment ("white spots"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), headache ("headaches") and depression ("depression"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, hormone level abnormal, migraine, headache, intracranial pressure increased, visual impairment, weight increased and vaginal haemorrhage had resolved and the genital haemorrhage, menorrhagia, metrorrhagia, rash, skin disorder, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, intracranial pressure increased, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, rash/skin condition, psych injury, fatigue, hair loss, hormonal changes, migraines, headaches, neuro condit/prob, vision problems, weight gain. Essure insertion date was updated as "(B)(6) 2014". Three coils were noted to be protruding into the endometrial cavity bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, ntercrtlnial hypertension, pelvic pain, headache, abdominal pain, dysmenorrhea and menorrhagia. Lot number: b82476, manufacturing date: 2013-10, expiration date: 2016-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nervous system disorder ("neuro condit/prob") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, hormone level abnormal, migraine, headache, nervous system disorder, visual impairment and weight increased had resolved and the genital haemorrhage, menorrhagia, metrorrhagia, rash, skin disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, rash, skin disorder, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, rash/skin condition, psych injury, fatigue, hair loss, hormonal changes, migraines, headaches, neuro condit/prob, vision problems, weight gain. Essure insertion date was updated as "(B)(6) 2014" from "(B)(6) 2014". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, rash/skin condition, psych injury, fatigue, hair loss, hormonal changes, migraines, headaches, neuro condit/prob, vision problems, weight gain. Patient date of birth added. Lab data added. Essure removal date was added. Essure insertion date was updated. Reporter causality comment was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.